Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed the enclosure damaged. The functional evaluation confirmed the mainboard was defective, the device was unable to generate negative pressure. We have established a relationship between the reported event and the device. The root cause is a failed vacuum motor. Although contributory factors could include mishandling due to the damage reports. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to generate and control negative pressure due to a leak coming from the motor, besides the vacuum decay test failed. No patient harmed, and no injury reported because this was found during service and repair.